Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement freestyle libre sensor was reported. The replacement device was issued as customer received a "replace sensor" message on the same day of sensor application and was unable to obtain readings. Due to delivery delay, customer reported experiencing an adverse event in which they experienced dizziness and a loss of consciousness. The customer had contact with paramedics and was treated with a "glucose shot". There was no report of death or permanent injury associated with this event.